Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the power saving features of the network adapter allowed the adapter to turn off to save power. The power saving option was disabled for the network adapter to prevent it from bug. The system functioned as intended.

Manufacturer narrative:
Investigation pending, a supplemental report will be submitted when the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down during patient cases. The customer added that the medication required for the case was already pulled from the device and nothing was needed during the downtime. The customer was concerned that users could have needed something during an emergency. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, e2, e3, g2, g6, h2, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2021 to 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected shutdown was due to the network adapter not getting enough power, which triggered device shutdown for power saving. The technical support specialist adjusted the configuration in order to prevent this kind of shutdown again. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down during patient cases. The customer added that the medication required for the case was already pulled from the device and nothing was needed during the downtime. The customer was concerned that users could have needed something during an emergency. There were no adverse events or injuries reported based on this event.